Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bufurcated stent graft and its components were implanted for the endovascular treatment of an abdominal aortic aneurysm in a pt on event date. It is reported that the diameter of the proximal non-aneurysmal aortic neck was 23mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck measured 17cm. It is unknown if aortic neck angulation was present. The diameter of the iliac vessels measured 14mm bilaterally and 6.5 cm in length. The iliac vessels morphology is unknown. It is reported that the stent graft slipped during the retraction of the runners, therefore, an aortic cuff was necessary to correct the slippage. It is reported that there was a successful outcome (exclusion of aneurysm). No additional information is available at thsi time and no additional adverse clinical sequelae were reported related to this event. The device was not returned for returned goods investigation.